Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 14 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: based on additional information the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: b5, d4 (expiry date: 10/2024), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure through ilium, the pta balloon allegedly had longitudinal rupture at 14 atm. The procedure was completed using another device. There was no reported patient injury.